Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the instrument found no abnormalities. The instrument was loaded with a single use loading unit for functional testing. It was observed that when the instrument handle was actuated the reload jaws would not clamp. An access hole was cut into the instrument body for visualization of the internal components. This examination found that an internal component was not assembled in the instrument. The missing component prevented the reload jaws from clamping when the instrument handle was actuated. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. However, an assembly issue was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of instrument would not fire. The root cause of the observed condition was determined to be a result of an assembly activity and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The device was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. A new product was opened to complete the case. No known patient injury.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: occurred during the procedure. The device was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. It is unknown how the case was completed. No known patient injury.